Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/15/2024, a facility notification regarding the pmcf study was received via email. The facility representative reported that a patient suffered from patellar instability. An mpfl repair procedure was performed, in which a corkscrew anchor was implanted. The patient experienced superficial anchor prominence, requiring the removal of the anchor. This event was indicated as probably related to the anchor. The anchor was removed five months post-operative. The physician did not disclose the dates for either surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.